Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, post-procedure, the patient experienced vaginal erosion, recurrent urinary tract and bladder infections, mesh erosion, bladder perforations, incontinence, abdominal and pelvic pain.according to the physician's office, as of a follow up medical appointment on (B)(6), 2012, the patient reported mild dyspareunia. No additional patient complications were reported.all other information is unknown and unavailable.